Event description:
It was reported that the patient had a spinal fusion surgery in the lumbar region of his spine from l4 to l5. It was reported that the patient experienced severe low back pain, spinal hardware instability, bone overgrowth, injuries, and radiating leg pain with numbness and loss of sensation. It was reported a CT scan conducted on (B)(6) 2012 revealed that the patient continued to experience severe low back pain, hardware screw fracture and lack of bony fusion, and unanticipated bone growth.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with preoperative diagnosis of l4/5 spinal stenosis and instability and under went the following procedure: 1. L4/5 posterolateral spinal fusion 2. L4/5 segmental instrumentation using legacy titanium pedicle rod screw construct. 3. Harvesting of local bone graft. 4. Decompressive lumbar laminectomy. As per op notes¿ surgeon decorticated the transverse process of l4 and ls, placed bone morphogenic protein wrapped around mastergraft doing a posterolateral intertransverse process spinal fusion. Surgeon did the decompressive lumbar laminectomy, facetectomy, and foraminotomy. The deep fascia was closed over a #15 blake drain with o vicryl followed by 2-0 vicryl in a subcutaneous graft and skin staples on the skin. A sterile dressing was applied.¿